Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised after a fall due to dislocation of ipsilateral hip. Surgeon remarked that tibia was in external rotation.